Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance. The device migrated and it was suspected that the high impedance may have been a result of the device movement. An attorney reported that the patient received inappropriate shocks. The device was re-secured in the pocket and the patient was fine after the event.